Event description:
The customer reported on (B)(6) 2015 at 07:16 am she activated a new pod and her blood glucose, carbohydrate intake and insulin history. She noticed the cannula was not properly inserted into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.